Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit was unresponsive. The rse determined the touchscreen required a replacement. An onsite quote was created for further onsite assistance was the unit was unavailable for remote troubleshooting. The investigation is ongoing.

Manufacturer narrative:
The rse determined the touchscreen required a replacement. An onsite quote was created for further onsite assistance was the unit was unavailable for remote troubleshooting. A field service engineer (fse) went onsite and replaced the touchscreen to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00276. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The fi technician determined that the touchscreen issue occurred due to the extremely high and out of spec resistance measurements noted on the touch screen flex circuit on pins 1-4 (1400 ohms) and 2-5 (2179 ohms). The out of spec resistance measurements at pins 1-4 and 2-5 are the reason for the v60 touchscreen failure.